Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective cable could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Do not drop the camera head or allow it to strike other objects. Strong impact could damage the electrical circuits inside the camera head. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use, the hd camera head had no image. Subsequently, the intended procedure was cancelled, and the patient was discharged. There was no harm or user injury reported due to the event.

Manufacturer narrative:
(B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed, defective cable was found, which caused the reported broken image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.